Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the device's white threaded anchor part broke off. All the broken pieces were obtained and removed off field. A new device was opened and used to complete the case. There was no patient injury.